Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown and "biocell revision" on unspecified side. Device has been explanted.

Event description:
Healthcare professional reported capsular contracture, baker grade IV and "biocell revision" on the right side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown and "biocell revision" on unspecified side. Device remains implanted.